Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2016, the patient's implantable neurostimulator (ins) was removed as the patient's back "opened up." There was absolutely no product failure found. The ins was removed due to the opening in the skin, exposed ins, and therefore risk of infection. The breech in skin may have occurred while sleep charging, noting that patient compliance was suspected. Impedances were all good; all eight boxes were full when the charger was placed. The issue was reported to be resolved. The hospital had the ins; the rep noted that it would be returned. The rep later contacted the manufacturer regarding the differences between rechargeable and non-rechargeable implantable neurostimulators for re-implanting the patient. Indication for use included non-malignant pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's friend or family member and it was reported he thinks one of the reasons the ins was replaced with a non rechargeable ins was that his hands were very weak and he could no longer charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.